Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturing representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient could only get 2 coupling bars when charging. The rep said the patient was recently implanted and still had staples in. Due to the recent implant, there was possibly some swelling at the ins pocket from the surgery. The patient was at 50% charge. They were going to recheck the coupling when the patient got their staples removed. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that the patient was getting their staples removed on (B)(6) 2020. The cause of the poor coupling was unknown and the rep troubleshooted by using multiple attempts to place the antenna optimally and to use the antenna locator. The issue was not resolved at this time.